Manufacturer narrative:
The affected device was analyzed by a dräger technician. He identified a faulty valve air to be the root cause of the reported malfunction. The log files of the affected device were provided to the manufacturer for further investigation. There are entries on (B)(6) 2017 at 20:27 confirming the hardware analysis of a malfunction of the valve air. The ventilator detected the malfunction and reacted as specified by initiating a warmstart in an attempt to solve the issue. An audible alarm would be posted by the device and during the warm start the device will briefly power off and then back on (last approximately 8 seconds). During this time, an emergency-breathing valve would open allowing for spontaneous breathing; however, manual ventilation with an alternate device may be considered necessary.

Event description:
It was reported that the device rebooted continuously while posting the device failure messages "13.99.130" and "02.00.002" and alarming for mixer inop. Three times. No injury has been reported.